Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was lung cancer. The caller stated that the customer had lung cancer that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected greater than 2 days prior to passing. The customer was taken off the pump as it was unable to manage their blood glucose levels. The customer was going too low so the hospital took off the pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.